Event description:
In 2003 two 3 mm guidant stents were emergently implanted in pt's right coronary artery. In 2004 pt suffered two more guidant stents. The following are relevant medical notes -selective -from the cardiologist who attended to pt's second heart attack: "a totally occluded proximal right coronary artery stent...revealed total occlusion of the mid right coronary artery...because the ivus -intravascular ultrasound- revealed the previously placed mid right coronary stents [the guidant multi-link zeta stents implanted 2003] were not fully deployed..." "Subacute stent thrombosis..."